Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of failed downstream occlusion testing. The device was tested for downstream occlusion detection and passed. The service history record (shr) review was completed and revealed the device has been serviced within the last 12 months. Per service history review, evaluation serviced the device for a similar complaint. Evaluation observed the assignable cause to be force sensor calibration, tubing guide out of specification, and undetermined. All required service actions were completed in the last service cycle. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. The reported condition was not verified. Due to repeated service, evaluation determined to replace mechanism and force sensor. Should additional relevant information become available, a supplemental report will be submitted.